Event description:
On (B) (6) 2009, the patient was implanted with an scs system. It was reported that on (B) (6) 2010, the patient's leg buckled and he fell forward. The patient's stimulation amplitudes subsequently changed, causing shocking. The sales representative tried reprogramming the patient. The amplitude requirements increased. The patient experienced sudden shocks. The doctor decided to explant the lead and replaced it with a new one. The shocking ceased.

Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.